Event description:
It was reported that a Philips Sonicare Prestige 9900 powered toothbrush caught fire. It is unknown if the alleged fire occurred during use. No injury was reported by the consumer. Consumer has not responded to follow-up attempts. Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.

Manufacturer narrative:
B3: The event date is approximate.Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.The case is being conservatively reported as the event described as fire is likely to cause or contribute to serious injury or death, if the malfunction were to recur.